Event description:
Haemonetics received an orthopat device on (B)(4) 2012 for reason "utilization."

Manufacturer narrative:
Upon evaluation of the device on (B)(4) 2012, evidence of fluid ingress was noted. As a result, damage occurred to the power supply and the connectors to the ac line filter. These parts were replaced and the device was tested. The device meets all manufacturing specifications and is ready for use. (B)(4).